Event description:
It was reported that the right atrial (ra) lead conductor had fracture and noted high impedance out of range and noise. Also, it has been reported that there has been a tendency for atrial lead disconnection. This ra lead remains in service. No adverse patient effects were reported.